Event description:
Previous surgery nail for subtrochanteric fracture approx. 2 yrs ago - non-union. Replaced by a reef stem (3rd party product) and polarcup size 49 mm. Approx 18 months ago. Periprosthetic fracture approx 3 months ago below reef stem. Stabilised with retrograde femoral nail (3rd party product) and periloc straight plate. Resulting in non-union. Femur also noted to be infected proximally and distally. Femur excised and replaced with total femur (3rd party product) (B)(6) 2013. Polarcup shell left in situ. Liner replaced. The surgeon does not fault the product.

Manufacturer narrative:
(B)(4)